Manufacturer narrative:
Please refer to complaint (B)(4). An initial is being generated to submit an MDR classifying the event as a malfunction. Upon completion of the investigation, it was noted that the complaint sample was evaluated and reviewed. During evaluation, it was verified that the pin in the 'indicator' was loose. Complaint is confirmed. The loose pin issue has been addressed and corrected during the third quarter of 2011. Supplier incorporated a change in the assembly procedure adding a (B)(4). Push out test and visual inspection for fracture. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Affiliate informed that: "the tms is no longer functional." On (B)(4) 2012, the affiliate informed that there was no adverse consequences to the patient and/or delay in surgery greater than 30 minutes. Please refer to complaint (B)(4). An initial is being generated to submit an MDR classifying the event as a malfunction.